Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to view the values displayed on her adc freestyle libre reader due to the "scratches on the screen". Customer experienced unspecified symptoms of hypoglycemia and was administered "glucagel picure injection" by her daughter. No further treatment was reported. There was no report of death or permanent injury associated with this event.